Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed a sensor glucose of 234 mg/dl while a contemporaneous fingerstick measured approximately 250 mg/dl, with a late snack noted; the discrepancy was within expected variance and calibration was not deemed necessary, and troubleshooting and education were completed. Symptoms included transient hyperglycemia without clinical manifestations. Outcomes included no alerts for prolonged severe hyperglycemia, no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization, with glucose trending back into range within an hour. Investigation included review of device use and user-reported glucose data. Investigation of this case revealed no device malfunction and no component failure, with readings consistent with allowable sensor-to-fingerstick variance and recent carbohydrate intake as a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear.